Manufacturer narrative:
No additional information is available for this event.

Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that the synchron control multi-level 6x20m leaked. No injury was reported.